Manufacturer narrative:
(B)(4). Batch # n9343j. Additional information was requested and the following was obtained: can you please clarify if multiple clips fed into the jaws at one time, or did the event occur such that only one unformed clip fed into the jaws at one time and ejected: one clip at a time. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 partially formed clip was fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found bent causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, unformed clips ejected and fell into the patient after the first firing. This issue occurred several times. No pieces were left inside the patient. The device was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.